Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. D2a: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings. E1 - address 1: (B)(6). Correction: d9 - date returned to mfg null: ni to na. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.

Event description:
The customer reported a false negative result with the ID now covid-19 2.0 assay performed on an unknown date. An additional test was run on a different machine (instrument unknown) which returned a positive result. No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported a false negative result with the ID now covid-19 2.0 assay performed on an unknown date. An additional test was run on a different machine (instrument unknown) which returned a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. D2a: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings. E1 - address 1:(B)(6). The results of the investigation are still pending. A supplemental report will be submitted upon completion or upon receipt of additional information.